Event description:
It was reported the device was used during a kidney transplant procedure. It was reported the mcl20 clips were not forming properly and scissored. The procedure was completed with another mcl20. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 14. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported instrument's "clips were not forming properly" during surgery. Applier was received in good physical condition, with no anomalies or deformations observed. The applier was examined and was found to be functional. Applier was cycled, fed, and formed the remaining 14 clips within design specification and without incident. It was concluded that the applier was conforming to design specifications. Each instrument is evaluated during the assembly process to ensure that it functions properly.